Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Examination of returned device found no evidence of product non-conformance. During the evaluation, relevant articulating and stack dimensions and features were checked and all measurements were within the original manufacturing requirements. The component showed evidence of handling scratches and wear that may be an indication of subluxation or dislocation. A deviation review was performed for the 3 years surrounding component manufacture. There was no pattern of feature deviations that could be linked to this complaint. It was concluded the component was delivered to the user conforming to the design requirements.